Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
A fenestrated bipolar forceps instrument was returned. No complaint was communicated to intuitive surgical regarding performance of the instrument. No malfunction of the da vinci system was alleged. No patient harm, adverse outcome, or injury was reported.